Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Customer reported conflicting results; positive result on sofia flu+sars followed by negative result on sofia sars. Tested patient was symptomatic.